Event description:
It was reported that during a percutaneous coronary intervention, a balloon sheared off. A 15mm x 3.00mm nc quantum apex balloon catheter was used to advanced the lesion; however, it sheared off leaving the balloon in the right coronary artery (rca). The shaft and hub were removed, but they had to advanced and inflate another balloon catheter into the rca to pullback the remaining balloon material into the guide wire. An angiogram was performed and confirmed that all balloon material were removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. The hypotube was separated 68 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no other damage or irregularities. Product analysis results are consistent with the reported event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon sheared off. A 15mm x 3.00mm nc quantum apex balloon catheter was used to advanced the lesion; however, it sheared off leaving the balloon in the right coronary artery (rca). The shaft and hub were removed, but they had to advanced and inflate another balloon catheter into the rca to pullback the remaining balloon material into the guide wire. An angiogram was performed and confirmed that all balloon material were removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).